Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they noticed a couple of days ago that their recharger rubber on the cord was coming apart from the recharger paddle. Pt said the cord gets really hot. Pt also said that their controller has told them that their controller battery is low and needs to be recharged soon and the controller freezes on that screen while charging and after they reset the controller, the controller shows that the controller has charge in the controller. Pt said that the controller does charge up to 100% from the wall, but the battery pack is the only thing they haven't had replaced. Pt mentioned controller and recharger replacements in the past (see pe 704231073 for previous replacement). Pt was told to reset their controller. Pt saw no visible damage to the controller. The issue was not resolved. An email was sent to the repair department to replace the recharger and battery pack.

Manufacturer narrative:
Concomitant medical product: product ID 97745bp lot# nlh021136n product type accessory product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the cable insulation was torn at the donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.